Manufacturer narrative:
Customer service conducted troubleshooting with the customer by verifying breast shield fit. The customer alleged that she had tried both pumping rhythms and indicated that her baby has a hard time nursing as well. The customer was sent a replacement pump/parts and return of her original pump was requested for testing/evaluation. In follow up with a complaint handler on (B)(6) 2018, the customer indicated that she developed mastitis, for which she was prescribed an antibiotic. The customer indicated that she bought a manual pump and was waiting on her replacement to arrive. A complaint handler followed up again on (B)(6) 2018, and the customer indicated that she had not yet tried the replacement pump. Follow up with the customer is ongoing. Based on the results of (B)(4), it cannot be definitively concluded that the pump caused or contributed to the customer¿s mastitis. The estimated incidence of mastitis in lactating women, whether using a breast pump or not, according to published clinical literature can be as high as (B)(4). In fact, clinical guidelines suggest the use of a breast pump to facilitate withdrawal of breast milk during bouts of mastitis. The complaint rate of mastitis across all reported failures, across all medela breast pumps, is (B)(4) for the period of (B)(6) 2013 to (B)(6) 2017. Mastitis is usually a benign, self-limiting infection with few consequences for the suckling infant. The risk of mastitis is higher among women who have breastfed previously, especially those with a history or mastitis." Riordan & wambach, 4th ed. P. 294: breastfeeding and human lactation. Mastitis requires prompt medical attention for the mother for pain relief and prescription antibiotics to avoid progression to overwhelming sepsis.

Event description:
On (B)(6) 2018, the customer alleged to medela llc that her sonata breast pump had good suction but she was not expressing any milk, was becoming engorged and was having to hand express.

Manufacturer narrative:
The customer was contacted by a complaint handler on multiple occasions, including in writing, to follow up on operation of the replacement pump and the status of her mastitis, with no response as of the date of this report. The device was returned without the customer's parts and accessories; therefore, it was evaluated with a medela lab kit on 05/30/2018 and it passed suction and cycle specifications. Refer to attached evaluation. [(B)(4)].